Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient went to the outpatient department due to the turbid fluid. On an unreported date in the same month, the patient began treatment with fortum and cefazolin (doses and frequencies not reported) intraperitoneally (ip) for the treatment of peritonitis. On an unreported date in the same month, the patent discontinued fortum and continued with cefazolin therapy only. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.